Manufacturer narrative:
The biomed found the CPR valve was not seating. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates the bed has no head up function. The CPR valve was replaced but the issue remains.